Event description:
This device is at eri indication. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was implanted for 27 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the pacemaker was fully functional. The battery status was anticipated.